Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application was stuck. A technical support specialist had rebooted the cabinet and restarted the application to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: UDI and manufacturer date not available. E1. Initial reporter e-mail - (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux system application was stuck. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.